Manufacturer narrative:
Age at time of event: the patient¿s age was reported as in the (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by cloudy effluent. The breach in aseptic technique was further described as due to the patient's possible inappropriate operating environment and procedure. One day after event onset, the patient was hospitalized for the peritonitis event and was treated with unspecified antibiotics (no further details). Pd therapy was ongoing. Thirteen days after hospital admission, the patient was discharged from the hospital and was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.